Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Unit was unable to download, problem isolated to electronic assemblies. Unable to verify low battery alarm or replace battery now alarm in pump trace download due to download difficulty.

Event description:
Information received by medtronic indicated that insulin pump had a replace battery alert. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was received low battery alert prior to the replace battery alert. Customer stated the battery was not previously used. Customer stated the battery cap not loose, cracked or damaged. The device will be returned for analysis.